Event description:
The pt had two leads previously replaced due to break (see manufacturer reports #3004209178200804322 and #xxxxxxxx). The third lead was characterized by a deeper insertion of the electrode, which was secured by suture, but this configuration failed because it caused neuritis around the sacral zone.